Manufacturer narrative:
The device was manufactured 08/22/2019 - 08/24/2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle of the bag. The leak was discovered during setup and preparation; after the bag was filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 22, 2019 - august 24, 2019. H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.